Manufacturer narrative:
Investigation summary: DHR review was performed on the following lot number: sub-assembly lot 5208746 was built from july 28, 2015 thru august 10, 2015. Review of DHR revealed all required samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per (B)(4). Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. Conclusion: the defect of introducer peel incorrect/will not peel; as stated in the subject of the product incident report (pir) could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Root cause: relationship of device to the reported incident: indeterminate comment: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: CAPA # (B)(4) opened for the defect for introducer incorrect peel/won¿t peel was closed on 12/15/15. The lot number associated with this incident was built before corrective actions and effectiveness check were implemented. The following corrective actions were implemented: the chiller position was optimized to prevent catheter clipping from entering into the chiller coolant lines. The die insert alignment for the process was defined in a new document and frequency of use was established. A procedure to detail how to setup the tipping dies was created. A procedure to detail how to tune the tipping stations for mechanics and engineers was created. A test and setup method for evaluating tipped sheaths was validated. Appropriate frequency and method of continued process monitoring was determined. Quality plan for ¿incomplete peel / won¿t peel¿ and a reaction plan to mitigate the defect was updated. Training on quality control plan and additional documentation for production was completed. (Sample was returned after the above no sample investigation was performed. Another investigation is anticipated and will be submitted as a supplemental when completed).

Manufacturer narrative:
DHR review was performed on the following lot number: sub-assembly lot 5208746 was built from july 28, 2015 thru august 10, 2015. Review of DHR revealed all required samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per (B)(4). The peura (end user risk analysis) (B)(4) was analyzed to determine the risk to customer. The analysis showed that due to limited severity for this type of defect, current risk is acceptable. Visual analysis: observations and testing: received one used bd introsyte-n 26ga introducer with a label insert from the lot number 5238863. The unit was received into two portions: one portion consisted of one lavender tab (handle) and the peel away catheter sheath and the second portion consisted of one lavender tab (handle) missing the portion of the peel away catheter sheath. The introducer unit had traces of dried thick media in areas throughout the unit. The insert identified the product as; bd introsyte-n / ref (B)(4) / 26ga (1.9f) / lot 5238863 / exp 2018 - 08. Also received a sealing pouch with the paper from argon medical services. Visual/microscopic examination: observed the peel away sheath was separated at the skived line starting at the crack (tab) and continuing (with the peel) down the catheter sheath right split - observed the peel away sheath had a jagged rough separation at the skive line starting at the crack (tab). The rest of the catheter sheath is missing. Left split ¿ observed the peel away sheath had a jagged rough separation at the skive line starting at the crack (tab). There was no resistance to peel observed at the tip of the catheter sheath. Investigation samples(s) meet manufacturing specifications: no; (the separation of the peel away sheath of the introducer revealed that resistance at the crack and peel occurred during use. The damage revealed physical evidence to confirm or to support material related issues for the reported defect). Conclusions: confirmation of the subject of introducer peel incorrect/wont¿ peel was conclusive with the used unit received for evaluation, as the unit revealed damage at the separation at the skive line. This characteristic revealed to be evident damage caused by resistance during crack and peel that would contribute to the defect the customer experienced, per the pir. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: material (vendor) ¿ there was physical evidence to confirm and support material related issues for the reported defect. Comment: the skive line is part of the raw material received supplied by an outside vendor. 100 percent inspection is performed at various stages of the process during the manufacture of the introducer; which includes visual inspection for quality, general appearance and damage using lamp with magnifier. In the ifus it is advised: for proper use clinicians must be familiar with and trained in the use of these products. Use of these devices should be preceded by an established institutional protocol and performed by persons trained and the procedure and knowledgeable of the inherent risks. Corrections and CAPA: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Scar (B)(4) was issued to the vendor of the skived sheath on 31 august 2016 for another incident similar to this incident. The lot involved in this incident was manufactured prior to the scar (B)(4) issued to the vendor. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the peel-a-way sheath failed to completely separate from the 26 g (1.9 fr) x 1.9 cm bd introsyte-n¿ precision introducer, during use. No reported medical intervention or serious injury.